Manufacturer narrative:
The device was returned to the manufacturer and it was received on 11 dec 2019. The returned prosthesis valve was received in the provided plastic jar filled with an unknown liquid. The leaflets and the pericardium appear darker than normal. Further investigation is ongoing.

Event description:
On (B)(6) 2019, a patient received a perceval pvs23 in aortic position. After being moved to the ICU (approx 15 hours after surgery), the systolic blood pressure started to drop. It was tried to fix it at about 120-130 mmhg. At the same time, the diastolic pressure of the patient did not recover and urine output was discontinued after 12 hours later from postop. Because of these outcomes, a tee was requested and a 3rd degree (severe) aortic insufficiency was observed. It is reported that the leaflet did not close from the non-coronary cusp side. Thus, coaptation was not provided. The patient was taken directly to the or for reoperation. The perceval valve was explanted on (B)(6) 2019 and a 23 mm st. Jude biological valve was implanted to the patient. The manufacturer was also informed that, on (B)(6) 2019 the patient had a cardiac arrest, CPR was started but the patient passed away (reportedly not related to the perceval valve). The patient was receiving inotropic supplements, but was hypotensive despite the supports, with high levels of urea-creatinine and no urine output.